Manufacturer narrative:
(B)(4). Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: CT scan left shoulder following baseplate removal confirms reported event by patient. Notes spacer is present in humerus, humeral head pointed nearly completely anteriorly w/subluxation out of glenoid itself. Periprosthetic fracture of proximal humerus w/callus formation. Comminuted fx of glenoid, bone loss. No indications for revision surgery provided. Cause or reason of scapular fracture is unknown. No indication in surgical report to reflect any fractured components. No shoulder components mentioned within operative report. Note that this procedure took place approximately 6 months after antibiotic spacer placed. Left scapula fracture. Orif left scapula with bone grafting. Products used mesh plate cut and contoured to fit the scapula with a mini-frag plate, most medially. Vivigen and infuse at the fracture site, laid directly underneath the mesh plate with great fixation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a maude report that a patient underwent a shoulder revision approximately two years post implantation due to a broken glenoid. Approximately one month later, the patient alleged their scapula was broken with a ten inch fracture and a one inch displacement. Attempts have been made and additional information on the reported event is unavailable at this time.